Manufacturer narrative:
Medwatch sent to FDA on 11/24/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammation and pain are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The device has not been returned. Therefore, no analysis or testing has been done. Device labeling addresses the reported event of inflammation as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." These events are being reported because medical intervention was potentially required, although device-relatedness has not been established.

Event description:
Health care professional reported that after implant with seri surgical scaffold in the abdomen during an unspecified procedure, the patient developed "abdominal pain and inflammation" from the seri no treatment was specified.